Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. During interrogation, it was noted that the stored episodes were unable to be retrieved from the pacemaker, most likely due to an interrogation problem. No changes or interventions were reported. The patient was in stable condition.